Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro2 extension cable is not working. It broke at end of case. The hospital did not report any patient effects.

Manufacturer narrative:
Corrected section: h3 - other provide code changed to device discarded. (B)(4). This is a reusable OEM device; therefore, a lot history review was not applicable. The product is not returning. A lot/serial number was not provided and the specific product/serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Manufacturer narrative:
Trackwise ID #(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. H3 other text : device not returned

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro2 extension cable is not working. A replacement device was used to complete the procedure. The hospital did not report any patient effects.